Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected. All fragments were received for analysis. It is reasonable to assume that the lead was dissected in the course of the explant procedure. The returned lead fragments were visually and electrically analysed. The visual inspection demonstrated a damaged is-1 connector pin and deformations of the outer coil. These damages occurred most likely during the explant procedure. With regard to the issues mentioned in the complaint description, the analysis of the lead fragments did not show any deviations. In summary, the lead was found dissected upon receipt, which occurred most likely during the explant procedure. The analysis of the available lead fragments did not reveal any indication of a material or manufacturing problem.

Event description:
Boston scientific received information that that this right ventricular lead exhibited non-detection and was found to be dislodged. The patient underwent a revision procedure where this lead was explanted. The lead was no longer in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.